Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d9: device availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) portion / fragment of the unknown zimmer healing collar for evaluation. Visual evaluation of the as returned devices identified the fractured unknown zimmer healing collar stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer healing collar is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvmb10, imp,tsv,mcol mg,3.7mm,10m, lot number 1260686. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the implant at tooth site #11 was removed due to fractured healing collar & damaged threads. Healing collar screw broke off-had to remove implant, removal tools from zimvie could not extract the remaining screw